Manufacturer narrative:
Section h6 correction: health effect - impact code 4641 - unexpected medical intervention added. Section h6 correction: health effect - impact code 4636 - unexpected diagnostic intervention added. Section h6 correction: medical device problem code 1384 - mechanical problem added. Manufacturer's investigation conclusion: the suspected outflow graft thrombus could not be confirmed as no images were provided and the device remains in use. A specific cause for the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for a possible outflow occlusion. Log files were reviewed and captured a few pulsatility index (pi) events and routine power cable disconnects during power change. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. There were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient transitioned to eliquis on (B)(6) 2024 due to noncompliance with warfarin. Pump speed was increased from 5600 revolutions per minute (rpm) to 5800 rpm at outpatient ramp right heart catheterization on (B)(6) 2025. It was noted that there was also concern of extrinsic outflow graft obstruction (eogo) given the increased ventricular assist device (vad) changes with no measurable changes in patient's w pressure. Since then, speed was decreased back to 5600 rpm. A chest computed tomography angiography (cta) on (B)(6) 2025 showed the left ventricular assist device (lvad) was in place with filling defects of the outflow graft which was suspicious for thrombosis. A streak artifact compromised evaluation which was correlated with echocardiogram. The cta was reviewed with the surgeon on (B)(6) 2025. There was low suspicion for eogo but difficult to completely visualize due to artifact. A transesophageal echocardiogram and left ventricular gram were done on (B)(6) 2025 but no eogo could be visualized. The patient experienced shortness of breath which was likely related to right ventricular (rv) dysfunction. The patient was initially placed on heparin gtt due to concerns for eogo which was discontinued. The patient since been discharged back on eliquis. Eogo could not definitively be diagnosed. There was no further treatment at the time. It was noted that the patient had severely decreased rv dysfunction pre-vad. There was no evidence that the device caused or contributed to rv failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.